Event description:
Incident as reported: unk. Not on e-mail or report at this time - "the customer stated: they seem to be having issues with the fog-6000ns that is disposable. It has a removable piece and we are now having to open up one separate. It is not x-ray detectable, the button comes off and became a problem. It is unsafe. Quantity affected: 40 kit(s)."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.